Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and presumed to have been a seed - however, the material in the channel was unable to be definitively specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of there is a seed stuck in the channel. The issue was found during a colonoscopy procedure. The device was replaced and the intended procedure was completed with a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue. During inspection, foreign object was observed inside the channel , suction flow test failed and leak test unable to be performed due to foreign object inside the channel. Brush has no pass on the suction side (suction cylinder ) passage test failed , (no pass) due to foreign object inside. Forceps passage found kinked and with tear marks. Furthermore, the following findings were identified during evaluation: insertion tube (I/t) inspection found a-rubber with crack glue. The distal end plastic c-cover found with dents and scratches. Light guide lens cracked. Investigation is ongoing. This report will be supplemented following investigation completion.